Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.